Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported poor hearing performance with the device on the left side and requested for explantation. It was reported that the condition leading to the explantation was an infection and cholesteatoma. At the time of explantation the 6 most basal electrodes were found out of the cochlear. No full insertion was achieved at implantation and 2 electrodes remained already out of the cochlea at that time. Tympano/mastoid revision surgery and device explantation took place on (B)(6) 2022.

Event description:
The user reported poor hearing performance with the device on the left side and requested explantation. It was reported that the condition leading to the explantation was a bacterial infection of the radical cavity and cholesteatoma causing electrode extrusion. At the time of explantation the 6 most basal electrodes were found out of the cochlear. A full insertion was not achieved at implantation and 2 electrodes were out of the cochlea at that time. Tympano/mastoid revision surgery and device explantation took place on (B)(6) 2022.

Manufacturer narrative:
Conclusion:device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the lack of hearing benefit was caused by a post-operative migration of the active electrode out of cochlea. Two channels were left outside the cochlea already during implantation surgery. In addition, the recipient had from a bacterial infection in the radical cavity and cholesteatoma, which led to an extrusion of the electrode lead. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.